Manufacturer narrative:
(B)(4). The analysis results found that only the universal seal assembly was received. Therefore, no testing could be performed to evaluate the incident reported. As the obturator was not received and it is the part that has the batch stamped, we did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.

Event description:
It was reported that during a laparoscopic low anterior resection procedure, air leaked. Another device was used to complete the case. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.